Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('issues with the right side, punctured uterus/migration of essure: fallopian tube and uterus/ perforation (fallopian tube(s)/ perforation (uterus)/ perforation: cornua of uterus/ coil not in tube'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. A88978 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "doctor did ablation same time as insertion". The patient's medical history included female sterilization (essure) in 2016, endometrial ablation on (B)(6) 2013, gallbladder removal on (B)(6) 2013, augmentation mammoplasty in 2003, restless leg syndrome, cholecystectomy, chickenpox, swelling of limbs, asthma, wheezing, pneumonia, bronchitis, gallbladder disease, liver pain, constipation, blood loss anemia, tendency to bruise easily, weight decrease, pap smear abnormal, vaginal discharge abnormality, benign hepatic neoplasm, ovarian cyst, uterine ablation, ache, burning sensation and gallbladder removal. Concurrent conditions included overweight, amenorrhea, vaginal itching, abdominal bloating (gaseous) and perineal pain. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In june 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe:night sweat"), hot flush ("hormonal changes describe: hot flashes") and depression ("depression"). In october 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), back pain ("low back pain/back pain") and arthralgia ("hips pain") and was found to have weight decreased ("weight loss"). In november 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2014, the patient experienced abdominal pain ("severe abdominal pain") and abdominal distension ("bloating/look like 7 months pregnant"). In march 2014, the patient experienced tooth disorder ("dental problems: weakening of the teeth and cracks") and tooth fracture ("dental problems: weakening of the teeth and cracks"). In may 2014, the patient experienced eczema ("eczema on legs"). In august 2015, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia/low hemoglobin"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), vision blurred ("blurred vision"), fluid retention ("too much fluid in abdomen "), pyrexia ("fever"), feeling abnormal ("brain fog"), goitre ("thyroid enlarged"), vitamin d deficiency ("vitamin d deficiency") and vitamin b12 deficiency ("vitamin b12 deficiency"), was found to have white blood cell count decreased ("low white count") and weight increased ("weight gain 6 pounds") and underwent hepatectomy ("liver mass removed"). The patient was treated with surgery ((bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, mood swings, depression, eczema, migraine, cyst, anaemia, nausea, tooth disorder, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, alopecia, pelvic pain, arthralgia, abdominal distension, tooth fracture, vulvovaginal pain, headache, hepatectomy, vision blurred, fluid retention, pyrexia, feeling abnormal, goitre, vitamin d deficiency, vitamin b12 deficiency and weight increased outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, arthralgia, back pain, cyst, depression, dysmenorrhoea, eczema, fatigue, feeling abnormal, fluid retention, goitre, headache, hepatectomy, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pyrexia, tooth disorder, tooth fracture, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal pain, weight decreased, weight increased and white blood cell count decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion,essure devices in satisfactory position with complete occlusion of both fallopian tubes. Update of information (batch is not valid) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and social media received. New events: blurred vision, fluid retention, pyrexia, medical device monitoring error, foggy feeling in head, thyroid enlarged, vitamin d deficiency, vitamin b12 deficiency, weight gain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('issues with the right side, punctured uterus/migration of essure device location of device: fallopian tube and uterus/ perforation (fallopian tube(s)),/ perforation (uterus)/perforation (other)/perforation : cornua of uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. A88978 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included restless leg syndrome. Concurrent conditions included overweight. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe:night sweat"), hot flush ("hormonal changes describe: hot flashes") and depression ("depression"). In (B)(6)2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), back pain ("low back pain") and arthralgia ("hips pain") and was found to have weight decreased ("weight loss"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced abdominal pain ("severe abdominal pain") and abdominal distension ("bloating"). In (B)(6)2014, the patient experienced tooth disorder ("dental problems: weakening of the teeth and cracks") and tooth fracture ("dental problems: weakening of the teeth and cracks"). In (B)(6)2014, the patient experienced eczema ("eczema on legs"). In (B)(6)2015, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia") and vulvovaginal pain ("vaginal pain") and was found to have white blood cell count decreased ("low white count"). The patient was treated with surgery ((bilateral salpingectomy) and ablation). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, mood swings, depression, eczema, migraine, cyst, anaemia, nausea, tooth disorder, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, alopecia, pelvic pain, arthralgia, abdominal distension, tooth fracture and vulvovaginal pain outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, arthralgia, back pain, cyst, depression, dysmenorrhoea, eczema, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth disorder, tooth fracture, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and white blood cell count decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Update of information (batch is not valid) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('issues with the right side, punctured uterus/migration of essure device location of device: fallopian tube and uterus/perforation (fallopian tube(s)),/perforation (uterus)/perforation (other)/perforation : cornua of uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. A88978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included restless leg syndrome. Concurrent conditions included overweight. In (B)(6) 2013, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe:night sweat"), hot flush ("hormonal changes describe: hot flashes") and depression ("depression"). In october 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), back pain ("low back pain") and arthralgia ("hips pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems: weakening of the teeth and cracks") and tooth fracture ("dental problems: weakening of the teeth and cracks"). In (B)(6) 2014, the patient experienced eczema ("eczema on legs"). In (B)(6) 2015, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia") and vulvovaginal pain ("vaginal pain") and was found to have white blood cell count decreased ("low white count"). The patient was treated with surgery ((bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, mood swings, depression, eczema, migraine, cyst, anaemia, nausea, tooth disorder, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, alopecia, pelvic pain, arthralgia, abdominal distension, tooth fracture and vulvovaginal pain outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, arthralgia, back pain, cyst, depression, dysmenorrhoea, eczema, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth disorder, tooth fracture, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and white blood cell count decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events mood swings, night sweat, hot flashes, abnormal bleeding (vaginal, menorrhagia), uterine perforation,depression, eczema on legs, migraines / headaches, cysts, low white count, anemia, nausea, dental problems, memory loss, dysmenorrhea, vaginal discharge, fatigue, weight loss, severe abdominal pain, hair loss, low back pain, hips pain, bloating, vaginal pain were added. Lab data, reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('issues with the right side, punctured uterus/migration of essure device location of device: fallopian tube and uterus/ perforation (fallopian tube(s)),/ perforation (uterus)/perforation (other)/perforation : cornua of uterus/ coil arent in the tube .'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. A88978 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization (essure) in 2016, endometrial ablation on (B)(6) 2013, gallbladder removal on (B)(6) 2013, augmentation mammoplasty in 2003, restless leg syndrome, cholecystectomy, chickenpox, swelling of limbs, asthma, wheezing, pneumonia, bronchitis, gallbladder disease, liver pain, constipation, blood loss anemia, tendency to bruise easily, weight decrease, pap smear abnormal, vaginal discharge abnormality, benign hepatic neoplasm, ovarian cyst, uterine ablation, ache and burning sensation. Concurrent conditions included overweight, amenorrhea, vaginal itching, abdominal bloating (gaseous) and perineal pain. In (B)(6) 2013, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe:night sweat"), hot flush ("hormonal changes describe: hot flashes") and depression ("depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), back pain ("low back pain") and arthralgia ("hips pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems: weakening of the teeth and cracks") and tooth fracture ("dental problems: weakening of the teeth and cracks"). In (B)(6) 2014, the patient experienced eczema ("eczema on legs"). In (B)(6) 2015, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia"), vulvovaginal pain ("vaginal pain") and headache ("headaches"), was found to have white blood cell count decreased ("low white count") and underwent hepatectomy ("liver mass removed"). The patient was treated with surgery ((bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, mood swings, depression, eczema, migraine, cyst, anaemia, nausea, tooth disorder, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, alopecia, pelvic pain, arthralgia, abdominal distension, tooth fracture, vulvovaginal pain, headache and hepatectomy outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, arthralgia, back pain, cyst, depression, dysmenorrhoea, eczema, fatigue, headache, hepatectomy, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth disorder, tooth fracture, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and white blood cell count decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion,essure devices in satisfactory position with complete occlusion of both fallopian tubes. Update of information (batch is not valid). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information updated. New events: headaches, liver mass removed were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('issues with the right side, punctured uterus/ migration :fallopian tube and uterus/ perforation (uterus)/ perforation: cornua of uterus/ coil not in tube/image showing they definitely are not at right place'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. A88978-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "doctor did ablation same time as insertion". The patient's medical history included female sterilization (essure) in 2016, endometrial ablation on (B)(6) 2013, gallbladder removal on (B)(6) 2013, augmentation mammoplasty in 2003, restless leg syndrome, cholecystectomy, chickenpox, swelling of limbs, asthma, wheezing, pneumonia, bronchitis, gallbladder disease, liver pain, constipation, blood loss anemia, tendency to bruise easily, weight decrease, pap smear abnormal, vaginal discharge abnormality, benign hepatic neoplasm, ovarian cyst, uterine ablation, ache, burning sensation and gallbladder removal. Concurrent conditions included overweight, amenorrhea, vaginal itching, abdominal bloating (gaseous) and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe:night sweat"), hot flush ("hormonal changes describe: hot flashes") and depression ("depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), back pain ("low back pain/back pain") and arthralgia ("hips pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain") and abdominal distension ("bloating/look like 7 months pregnant / I started having really bad abdominal bloating "). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems: weakening of the teeth and cracks") and tooth fracture ("dental problems: weakening of the teeth and cracks"). In (B)(6) 2014, the patient experienced eczema ("eczema on legs"). In (B)(6) 2015, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia/low hemoglobin"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), vision blurred ("blurred vision"), intra-abdominal fluid collection ("too much fluid in abdomen "), pyrexia ("fever"), feeling abnormal ("brain fog"), goitre ("thyroid enlarged"), vitamin d deficiency ("vitamin d deficiency") and vitamin b12 deficiency ("vitamin b12 deficiency"), was found to have white blood cell count decreased ("low white count") and weight increased ("weight gain 6 pounds") and underwent hepatectomy ("liver mass removed"). The patient was treated with surgery ((bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, mood swings, depression, eczema, migraine, cyst, anaemia, nausea, tooth disorder, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, alopecia, pelvic pain, arthralgia, abdominal distension, tooth fracture, vulvovaginal pain, headache, hepatectomy, vision blurred, intra-abdominal fluid collection, pyrexia, feeling abnormal, goitre, vitamin d deficiency, vitamin b12 deficiency and weight increased outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, arthralgia, back pain, cyst, depression, dysmenorrhoea, eczema, fatigue, feeling abnormal, goitre, headache, hepatectomy, hot flush, intra-abdominal fluid collection, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pyrexia, tooth disorder, tooth fracture, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal pain, weight decreased, weight increased and white blood cell count decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion,essure devices in satisfactory position with complete occlusion of both fallopian tubes. Update of information (batch is not valid) quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. Source documents, reference section from case (B)(4) (MFR number 2951250-2019-12144) has been transferred to this retained case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.